Event description:
It was reported both leads were exhibiting high impedances and unable to be placed in MRI mode. As such, surgical intervention was undertaken wherein the leads were replaced and therapy restored.

Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.